Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr used a known good circuit and lung for testing. The fsr could not duplicate the reported event. The fsr performed the leak test and reported the operational verification procedure. The fsr reported the device passed testing and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device was alarming circuit disconnect. The customer reported performed calibration. However, the issue went unresolved. The customer reported there is no patient involvement associated with the event.